Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of recurrent ventral hernia defect on (B)(6) 2015 and mesh was implanted. The doctor noted that he had to take down adhesions of the bowel to the previously implanted mesh. The post-operative course was complicated by a prolonged ileus. On (B)(6) 2016, the patient was admitted for a third time to the hospital to treat a recurrent incarcerated ventral incisional hernia. The doctor found multiple small bowel adhesions and anterior wall adhesions secondary to previous mesh repair. The bowel was systematically taken down, and only a portion of the mesh could be removed. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: (B)(4). Device code: (B)(4) - pain occured. It was reported that following insertion the patient experienced pain.